Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an unspecified lesion. When advancing a hi-torque balance middleweight elite guide wire, it separated in two pieces. The fragment of the broken guide wire was removed with a "lasso capture" device. The procedure time was prolonged with increased fluoroscopy time and dose but there was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned guide wire and the reported separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported/noted core separation and treatments appears to be related to case circumstances of the procedure. It is likely that during advancement the guide wire became kinked against the anatomy and/or other devices used in the procedure. Further manipulation during ultimately resulted in the core separation on the distal end of the hypotube causing delays in the procedure. The noted damages to the tip likely occurred during advancement. The noted teflon damage on the guide wire likely occurred during retraction through the torque device used in the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.